Manufacturer narrative:
Additional excluder® devices included in this report: plc201400/14716973, plc201400/14716971, pxl161007/14605716, pxl161007/14077796. (B)(4). CT images dated (B)(6) 2016 were received by gore from the facility. The images provided do not allow for evaluation in relationship to this event. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with five gore® excluder® aaa endoprostheses for endovascular aortic repair. During the procedure it was noted the patient's anatomy was extremely tortuous, including severe infrarenal neck angulation in the anterior/posterior plane (degree of angulation unknown). There also was reported difficulty delivering the contralateral limb after the contralateral gate had been cannulated; however, the physician reportedly switched to a lunderquist wire, then was able to successfully implant the contralateral limb. No further complications were reported, and the patient tolerated the procedure. On an unknown date, computed tomography (CT) scan reportedly revealed what appeared to be a detached leading olive and portion of a hypo tube just proximal to the trunk-ipsilateral component. The cause of the catheter breakage is unknown. No re-intervention procedure has been planned or scheduled as of yet. The delivery catheter was discarded at the facility and, therefore, was not available for evaluation by gore.